Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
The pt reported having a lap-band port explanted due to an alleged leak caused by a "hole in the port." The pt stated that the physician used non-allergan "huber needles" during band adjustments which "created a hole" in the port, and the port was explanted for that reason. The pt stated this occurred when there was a "huber needles" recall by another MFR. The port was replaced.